Manufacturer narrative:
Despite multiple requests, only limited information was provided. The lens remains implanted in the patient; therefore, it is not available for evaluation. The device lot number is unknown; therefore, a review of device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
Update: lens vault was managed by selective yag capsulotomy performed on (B)(6) 2016.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 8 months after lens implantation in the right eye, the patient had an asymmetric lens vault. Reportedly, the patient was 20/25 without correction post-op and now the right eye is ¿2.00 ¿1.50 x 50 with pco and capsular striae, and the lens looks a little tilted. The surgeon is evaluating treatment options.